Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced high blood glucose level of 23.4 mmol/l. Customer reported that she was not using auto mode at the time of reported event. The customer was treated for the high blood glucose with insulin pump. Customer reported they did receive a sensor updating or sensor glucose not available alert. The insulin pump will not be returned for analysis.